Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was in motor stall, and the patient was having with drawal symptoms. This was provided as the reason for explant. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturer was the first person to be notified of this event by the fact that the device was returned without their knowledge and by informing with the nurse who was involved in this case. It was reported that the patient¿s age was (B)(6) gender was male, weight is (B)(6). It was reported that the pump was explanted on (B)(6) 2016. The patient¿s medical history failed back surgery syndrome (fbss).

Manufacturer narrative:
Analysis of the pump, model#8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing gear wheel 3. Analysis identified residue on the dear shaft of the motor gear train and corrosion on the gear wheel 3 (missing teeth). The analysis interrogation print report indicated the pump was used to infuse sufentanil (12.5mcg/ml, 15.584mcg/day), catapressan (15.0mcg/ml, 18.701mcg/day), and chirocaine (2.5mg/ml, 3.1168mg/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received with no information. The pump was sent to the manufacturer for analysis.

Manufacturer narrative:
The field was updated to indicate that the event included both an averse event and product problem.